Event description:
It was reported that the gastrointestinal videoscope had no video signal. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material in air/water tube and air/water cylinder. Based on the results of the investigation, a probable root cause of the complaint (no video signal) could not be identified. However, the most probable cause of the complaint (foreign material in air/water tube and air/water cylinder) was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.